Manufacturer narrative:
The device was received for evaluation and there was no damage found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakage was observed along the entire fluid path. The adhesive pad and welds were inspected and no abnormalities were found. The exposed portion of the soft cannula was found to be kinked. The damage did not prevent fluid from exiting the distal tip of the soft cannula. The cause and timing of this damage is unknown, and the cause of the reported adhesive issue could not be determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 13.9 mmol/l (>250 mg/dl) between 37 and 48 hours of wearing the pod. The reporter stated the pod was leaking insulin near the cannula on their arm, and the adhesive was not sticking well to the skin. As treatment a new pod was applied. The device evaluation found a kinked cannula.